Manufacturer narrative:
Visual examination of the returned device revealed that the hypotube had broken approximately 67.5cm distal from the catheters strain relief. Proximal stent damage was noted. Some proximal stent struts were flared and bent back distally. The proximal section of the balloon was slightly inflated. No other kinks or damage were noted along the shaft of the device. Solidified blood was present along the entire outside of the balloon and inflation lumen. A review device history report (DHR) confirms that this batch number met its material, assembly and product specifications. The most probable root cause assigned is operational context due to anatomical/procedural factors encountered during the procedure the performance was limited.

Event description:
It was reported that during an angioplasty and drug-eluting stent placement procedure, a shaft break occurred. The procedure was being performed for treatment of angina pectoris. The 24mm, 95% stenosed, de novo, and moderately calcified lesion was located in the 3.0mm diameter and moderately tortuous proximal left circumflex (lcx) artery. It was noted that the lesion was eccentric and contained a greater than 45 degree bend. The ejection fraction was 60%. Access was obtained via an unspecified femoral artery. The lesion was pre-dilated with a maverick 2.5mm x 20mm balloon inflated to 16atms. Immediately following pre-dilatation, it was noted that the percent of the stenosis had been reduced to 80%. The taxus liberte 28mm x 3.0mm stent delivery system (sds) was advanced the lesion using excessive force, however, the catheter experienced difficulty crossing the lesion and the sds broke at the body just outside the y connector. The device was able to be removed intact. A taxus liberte 28mm x 2.75mm stent was advanced to the lesion and successfully implanted to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as stable.